Manufacturer narrative:
Device received with constant rf pic failed self test due to a faulty connector on the radio frequency board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify unexpected restart error due to rf pic failed self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring of unexpected restart, a cold reset was performed as well as rf pic failed self-test alarm. The customer¿s blood glucose unknown. Troubleshooting was performed. Customer reports they were able to clear the alarm. Customer able to complete rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.